Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced difficulty getting out of bed, reporting symptoms of weakness, confusion, and increased urination following the application of a sensor to the arm. While attempting to stand, the patient fell. His daughter observed the fall and noted that the estimated glucose value (egv) on the receiver was 311 mg/dl. No fingerstick (fs) blood glucose test was performed at that time. Emergency services were contacted, and upon arrival, emts administered IV fluids, insulin via IV, and oxygen. The patient was transported to the hospital. During transport, the emt recorded a fs blood glucose level of 508 mg/dl. The egv was not monitored during this period. The reporter was unable to recall the exact fs and cgm readings but confirmed they were elevated. The cgm device was subsequently removed. At the hospital, the patient received IV insulin and antibiotics. He was admitted for observation due to the fall and associated symptoms. The patient has remained hospitalized from (B)(6) 2025 to the present date (B)(6) 2025. His blood glucose levels are currently within range. However, he continues to feel weak, which is attributed to the ongoing hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.